Manufacturer narrative:
Eval results - visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Both sides of the lens optic and haptics were checked and no rough/sharp edges were found. A lens work order search was performed and no similar complaint was found. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted an aa4204vf silicone single piece lens and the lens pushed through the capsule. The incision was enlarged to remove the lens and the surgeon changed to a three piece lens. Additional information has been requested, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.